Manufacturer narrative:
Submit date: 3/24/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports gel pulls off and is removed from pad when plastic backing is removed.

Manufacturer narrative:
A complaint sample was received in the form of 1 defib electrodes and one pouch from the customer. The pouch indicated production lot number 611345x. Upon visual inspection of the electrodes gel delamination from the substrate was observed along the edge of one of electrodes in one location for each of the sets. The other electrode pad within each set had no delamination. The degree of delamination was evaluated on the complaint sample per manual single directional peel requirements in the quality lab as part of the investigation. The degree of gel separation/delamination was determined as follows: one electrode pad had delamination at 6.1% and the other was 0%. The delamination did extend into the silver printed area, however it did not include conductive mat area. All of the gel delamination was within 45% maximum hydrogel separation from the adult electrode criteria. Four (4) production retains were reviewed as well. None of the production retains exhibited delamination. The results of the testing, pictures of returned sample showing the condition of the electrodes and the delamination observed are attached. A picture of the customer returned sample is attached along with a copy of the test results for the customer return sample and production retains. If information is provided in the future, a supplemental report will be issued.